Manufacturer narrative:
The customer reported complaint for a leak was confirmed during initial functional testing. A pinhole leak was noted at the middle of the proximal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect or the balloon may have seen higher stress during insertion.

Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
An icy catheter was placed in a patient. Several minutes after the start of therapy, it was reported that blood was found circulating the catheter and the start-up kit. A leak was suspected and the catheter was ultimately removed. There was no patient consequence reported. No further information was provided.